Event description:
It was reported that a malfunction occurred on a pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. There was no reported need for third-party assistance, and it was noted that the customer understood the instructions to call back if any further issues arose.